Manufacturer narrative:
Qn # (B)(4). The report complaint of "pump was reading incorrectly the pressure value of the helium canister (psi)" was confirmed upon the investigation of the returned sample. The customer returned an ac2 helium regulator assembly (part number: 77-3007-001, s/n (B)(6) for investigation. The sample was returned in a brown cardboard box with protective shipping packaging (inp-1 through inp-3). Visual inspection of the helium regulator assembly was performed (inp-4 through inp-13) and noted the green wire of the pressure regulator came loose (inp-13). No other abnormality was noted. The helium regulator assembly was installed into a known good lab inventory ac2 for functional testing. The pump powered up normally. The system was not able to detect helium pressure due to the loose wire on the pressure regulator connector. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the loose wire on the connector. The root cause was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the pump was reading incorrectly the pressure value of the helium canister (psi); helium transducer malfunction. Therapy has been completed and has not been affected. No patient adverse condition reported by the customer".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Event description:
It was reported that "the pump was reading incorrectly the pressure value of the helium canister (psi); helium transducer malfunction. Therapy has been completed and has not been affected. No patient adverse condition reported by the customer".

Event description:
It was reported that "the pump was reading incorrectly the pressure value of the helium canister (psi); helium transducer malfunction. Therapy has been completed and has not been affected. No patient adverse condition reported by the customer".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.